Event description:
The event is report as: the customer alleges that when removing the laser tube, it collided with the larnygoscope and the cover of the shaft of the tube came off. Procedure: laryngeal tumor surgery. No report of a patient injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.